Event description:
When the blood collecting needle holder is connected, blood cannot flow normally into the collection vessel. When blood is seen flowing out, the user can take blood normally after using a different brand of product.

Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.